Event description:
It was reported that there has been a gradual increase in impedance over the past three years until it has recently been measuring a high impedance. It was also noted that there were no r waves. The physician intends to replace the lead within the next three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.